Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.